Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples or photographs received for evaluation. According to the investigation, the possible root cause would be consistent with the cutting blade moving during cutting process causing the gauze to pulverize resulting in loose contamination. The supplier has initiated a project to find a solution to reduce the potential for this condition to occur. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the gauze was flaking which left white treads in the wound.